Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. When attempting to remove the ra lead from the device header, the header separated fromt eh device can. The lead could not be removed from the header, so the lead was cut, the remaining portion was capped and surgically abandoned. The device was explanted. No additional adverse patient effects were reported.